Event description:
It was reported that pump housing and usb port were damaged on recently received replacement pump, causing charging difficulty that required cable to be forced into port and resulting in pump shutdowns. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if necessary, while technical support arranged shipment of another replacement pump with updated software, confirmed address and delivery preferences, provided instructions for storage mode and return of problematic pump within 10 days, and advised customer to reprogram pump settings and reconnect cgm on replacement device.